Event description:
Customer reported that the needle that leaked next to it. The photo shows porosity that is not visible to the naked eye.

Manufacturer narrative:
Sol-millennium received 200 unused samples of the impacted sol-care safety blood collection needle 23g*3/4*7inch (ref# (B)(4), lot# 05412006) from the customer for evaluation. All 200 returned samples, along with an archive sample, were thoroughly analyzed, and no evidence of quality issues was identified in relation to this complaint. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. However, scar (B)(4) has been opened to further and more thoroughly analyze the manufacturing process, any corrective actions will be share once the scar report will be ready.

Manufacturer narrative:
Sol-millennium initiated a supplier corrective action request (scar) to investigate the reported issue. The potential root cause was attributed to unintended mechanical contact during the automated assembly process, which may result in localized damage to the pvc tubing. The observed defect rate is very low and does not indicate a systemic issue. Appropriate preventive and corrective measures were implemented, including updates to maintenance procedures and reinforcement of routine equipment inspection and control requirements across relevant assembly line. In addition, visual marking indicators were introduced on critical fasteners to enable immediate identification of any loosening during routine checks. The effectiveness of the implemented actions is being monitored. Batch 05512031 is the first batch produced following implementation. A risk evaluation conducted in accordance with iso 14971 concluded that the overall risk associated with this issue remains low, based on available data and ongoing post-market surveillance activities. Sol-millennium will continue to monitor complaint trends and will take further actions, if necessary, in accordance with established procedures.